Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3888-33, lot# v949384, implanted: 2013-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3888-45, lot# v754567, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that stimulation was turning off. It was noted that this started the week prior to the report and that the patient began to feel the stimulation turn off sometimes when he was standing and then it turns back on and ¿surges on the patient.¿ it was further noted that when the patient was lying down their stimulation would not turn down to where it needed to go, so the patient had been turning the device off. It was also noted that the patient had 4 1x4s, 2 epidural and 2 subcutaneous. The patient reportedly was on the same group and impedances were checked and all ¿looked fine.¿ the orientation was also reportedly checked and it was found that the lying positions were not accurate. It was reported that the battery moves a little bit and that this could have an effect on the orientation. It was later reported that the patient¿s device was reoriented and the voltages were reset for different position. Adaptive stimulation was tested using the clinician programmer and ¿it worked.¿ the patient reportedly changed positions and checked each position change with the patient¿s programmer. All positions and voltages were reported as accurate. It was noted that a manufacture representative would follow up in the week following the report. Additional information has been requested but was not available as of the date of this report.